Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No possible under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device received with cracked battery tube threads and cracked reservoir tube lip. Device passed the delivery accuracy test at 0.0876 inches. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had a weak battery and the insulin pump was turning off. Customer stated that the the customer was to shake or gently hit it to have a screen back. Customer stated that the customer also experienced low blood glucose levels of 2.1 mmol/l due to not receiving the correct amount of insulin. Troubleshooting was performed. The customer reported that the insulin pump was able to clear the alarm. The device will return for the analysis.